Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a distal circumferential fracture. The metal cap did not exhibit any amount of charred debris adhesion. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The aiming beam was present at the output window, as intended. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and rotated the fiber, as intended. The fiber connector passed the connector segment verification test indicating there were no connection issues. The fiber was tested using the forward firing test fixture. The rate of forward firing resulted to be below the threshold for potential patient harm. Based on analysis results, the reported fiber forward firing was not confirmed. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after 24773j the fiber started forward firing. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 24773j fiber started forward firing. Procedure was completed with another fiber. There were no patient complications.